Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose(bg) levels (338 mg/dl). Reportedly, customer forgot their supplies and were unable to change their cartridge. Customer had to revert to manual injections, and bg levels became elevated. Customer stated they are not able to control their bg levels as well with manual injections. Customer delivered an injection to stabilize blood glucose levels.